Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Its device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Ofr checked the subject device and found followings; leakage from the control body and the connector because of cracking. The distal end cap was worn. The adhesive of the bending section rubber was worn. The insertion tube was wrinkled. The universal code was wrinkled. The bending angle does not meet specification. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: pseudomonas aeruginosa (>100 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.